Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of the proximal pressure sensor code was found in the ventilator's downloaded error log. No repairs were performed as per a cancellation request from the customer.